Event description:
The customer observed a falsely elevated troponin result and the patient had an angiogram. The patient did not have any other lab tests (ck / ckmb / other troponin), cardiology clinicians investigated and after normal angiogram, the patient was discharged. Follow up questions have been asked, but no further details are now known.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Since the lot number was unknown, accuracy testing of a representative lot (58061un14) was reviewed to demonstrate acceptable assay performance. Accuracy testing was completed using retained kits of reagent lot 58061un14. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). The patient had an angiogram, with no complications. An evaluation is in process.